Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a heart rate of 30 beats per minute. The leadless implantable pulse generator (ipg) exhibited detection of heart rate below the lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.